Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range amplitudes. In addition, rv oversensing was exhibited on the presenting electrogram. Tachycardia therapy had been turned off on this rv lead. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.